Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that while the patient was at home, he received power limit advisory alarms. The patient was advised to go to the hospital. Waveforms and the vent filter were sent for analysis. Based on the results of this analysis, it will be determined if the patient be placed on pneumatic support. The patient was placed on the list for high urgency transplantation.

Manufacturer narrative:
The patient remains on the list for high urgency transplantation. No further information is available at this time.